Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the usb cable fits loosely into the usb port making it difficult to charge the pump. The customer stated they were sure the issue is with the usb cable. There was no reported impact to the customer's blood glucose level. A replacement usb cable was sent to the customer.